Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a k-file m-access 25mm 025 file broke during use. The broken part was not retrieved and was incorporated into the fill. No injury.

Manufacturer narrative:
Additional information received: we received the following information regarding this complaint. On 08.07.25: upon calling the reporter on (B)(6) 2025, she stated that the case did not actually occur. Please void it. But we decided to not void and to review at least the lot #. This is a follow up report for this additional information. Investigation results: summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch # 1757878). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (hand used file - technique no more verifiable to date), overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions (as it seems to be the case here), which are unknown to us and may also have an impact on the reported failure mode.